Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a unspecified bd 20g x 1.75 nexiva dual port . The following information was provided by the initial reporter, "the investigation site received a sample with no pr referenced, but it is a 20 g x 1.75" dual port nexiva. The paperwork states: tubing IV: leaking below pink connector, at tubing to catheter."